Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation and hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the abdomen between 4 and 24 hours, the site was painful, irritated and inflamed. The patient visited the doctor who prescribed an antibiotic cream. The site became worse making the patient visit the emergency room (ER) where was prescribed another form of antibiotics (name unspecified) which did not work, and 3 days after was hospitalized with an abscess that was deeply punctured leaving a wound and ache for a month.